Manufacturer narrative:
The device was received for evaluation. Upon inspection, it was found that the shuttle was stuck due to dried fluid around the shuttle area. The device alarmed 21508 and 20602 upon performing simulated infusion. Failed flow accuracy test and constant se 21513 even after replacing slide clamp assembly. Ac power adapter has exposed wires in the strain relief. A review of the event history log revealed that the device had presented 21508 alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the mechanism and ac power adapter, which will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed system error 21508 during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.